Manufacturer narrative:
Siemens filed the initial MDR on january 26, 2015. 03/06/2015 additional information: the customer provided the advia centaur xp rubella g results used in the validation of a new instrument. (B)(6). The samples are not available for further testing and investigation. The cause for the discordant rubella g results is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
False positive advia centaur xp rubella g (rub g) results were obtained for samples from four different patients during validation of a new instrument. The patient samples were tested on an alternate method and the results were negative. The patient samples were repeated on the advia centaur xp and the alternate method. The results were positive on the advia centaur xp and negative on the alternate method. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant rubella g result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse checked the alignments. The quality control was run in replicates and the cv was acceptable. No system issues were identified. The cause for the discordant rubella g results is unknown. The instrument is performing within specification. No further evaluation of the device is required.